Event description:
It was reported the hand piece is being returned because it is not working. The caller insisted the hand piece has been checked out and found not to be working by someone who is familiar with the harmonic scalpel.